Manufacturer narrative:
(B)(4). (B)(4). Fingerpad falls off. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2009 in the hammock position. During the procedure, when the surgeon was pulling back on the release wire, the purple finger pad separated from the introducer. The procedure was completed with same like product. There were no adverse pt consequences.